Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article.

Event description:
Information was received based on review of a journal article titled, "resurfacing shoulder arthroplasty for the treatment of severe rheumatoid arthritis," which aimed to evaluate the outcome of shoulder arthroplasty on patients with rheumatoid arthritis, and to investigate patient-related outcome, prosthesis survival, causes of revision and comparison outcome after resurfacing hemiarthroplasty and stemmed hemiarthroplasty. The study consisted of one hundred and sixty-seven (167) patients who underwent shoulder arthroplasty between 2006 and 2010. Eighty (80) patients underwent resurface hemiarthroplasties, thirty-four (34) patients underwent stemmed shoulder arthroplasties, and twenty-four (24) underwent reverse should arthroplasties. The cumulative 5-year revision rate was 7%. Most revisions occurred after resurface hemiarthroplasty, with a revision rate of 14%. Causes of revision included loosening, rotator cuff problems, glenoid attrition, and periprosthetic fractures. There was no difference found in pain relief and range of motion between patients treated with total resurfacing arthroplasty and total shoulder arthroplasty. In conclusion, the study shows that shoulder arthroplasty, regardless of design, is a good option in terms of reducing pain and improving function in patients with rheumatoid arthritis. The high revision rate in the resurface hemiarthroplasty group suggests that other designs may offer better implant survival.